Event description:
Information received from the field does not address the patient's clinical status but notes initial interrogation revealed a current drain of 99ua. After threshold testing and reprogramming, the current drain was 125ua and then 80ua when programmed to vvi.